Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient felt like the shocks were caused by the electrical storm. They noted that every time there is an electrical storm they get symptoms they don't have otherwise. These symptoms include throbbing and burning near the device. They added that the hcp they saw, on the friday in their previous report, had adjusted the settings on their machine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported at 4 am they started feeling little frequent shocking impulses. She felt shocking in the lower part of right butt cheek. Patient was sure it was not just high stim because she knew what it felt like. It shocked her so much that she actually jumped each time as if someone was shocking her on purpose. Her leg jumped too. Patient was at health care provider (hcp) on friday and he told her to leave it along for another month. Patient has not tried lowering the stim. The changes in therapy/symptoms were noted as sudden. The patient stated she did not feel shocking after she got up but she was taking pain medications. Patient asked if the storm outside could have caused shocking. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.